Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon was doing a knee revision, when he reamed the distal femur for stem preparation. Reaming was done and stopped at 14 mm x 100. A trial stem size 14 was inserted and fit was good. A size 14mm by 100mm stem was opened and attached to femur and then was attempted to be implanted when the stem would not advance into the canal. Impaction was attempted and the stem still would not advance. The implant was removed from the femur and the trial 14 x 100 stem was inserted and fit well, once again he tried the real implant and it would never advance, so a size 13 x100 was opened and it fit easily.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon was doing a knee revision, when he reamed the distal femur for stem preparation. Reaming was done and stopped at 14 mm x 100. A trial stem size 14 was inserted and fit was good. A size 14mm by 100mm stem was opened and attached to femur and then was attempted to be implanted when the stem would not advance into the canal. Impaction was attempted and the stem still would not advance. The implant was removed from the femur and the trial 14 x 100 stem was inserted and fit well, once again he tried the real implant and it would never advance, so a size 13 x100 was opened and it fit easily.